Event description:
During chest tube insertion, the physician was unable to advance the 22 fr dilator onto the guide wire. The lumen for the dilator was extremely small, causing bending of the guide wire which did not allow the dilator to advance. The physician had to trim the guide wire in order to hold position and a new kit with a 22 fr dilator was used to advance and allow completion of the chest tube insertion. Manufacturer response for chest tube insertion kit - 22 fr, (brand not provided) (per site reporter): none known.